Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that, he went for work and the infusion set tubing was detached from his body and no leaks were observed. He indicated that the tubing appeared to be discolored (white) from where the tubing connector connects to the reservoir and pump. No further information available.